Event description:
This 42 year old patient had polyurethane implants placed in 1986 after a mastectomy for cancxer. She had a cancer recurrence in 1991 and she underwent chenotherapy. Bone marrow transplant and radiation therapy. She continues to have pain in the right breast and frequent episodes of joint tenderness and stiffness. This patient had a right periprosthetic capsulectomy with removal of the implant. The capsule was opened with considerable nodularity present. The capsule was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.